Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the superficial femoral artery. An unknown supera stent advanced to the target lesion, but could not fully deploy. Several attempts were made to unlock and lock the deployment lock, but the ratchet did not seem to grab hold of the stent. The stent was mostly exposed when the delivery system was pulled back, releasing the stent to its intended location. The stent became a bit stretched (less than 10%), but was placed in the target lesion. The procedure was successfully completed at this point. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.